Event description:
It was reported that an asymptomatic patient had episodes of non-sustained lead noise due to t-wave oversensing. Programming changes and dft were recommended. Further actions will be discussed with the physician. Programming changes were done. The patient is doing fine.

Manufacturer narrative:
(B)(4).